Event description:
Discordant, falsely elevated glucose results were obtained on three patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s), who questioned them. The patient samples were repeated on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse observed a water level issue in the cuvettes. The cse replaced a valve for the reaction tray washer, vacuum pump, bath oil and filter. The cse cleaned the reaction tray and proactively replaced the lamp. The cse also replaced the sample reagent wash pump and reagent probe pipette 2. After service performed by the cse, glucose results were within range. The cause of the falsely elevated glucose results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.